Event description:
Case was initially received via regulatory authority (food and drug administration, reference number: mw5080712) on 06-nov-2018. This spontaneous case was reported by an other and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("I'm allergic to metal"), weight increased ("gain weight"), menorrhagia ("heavy periods"), back disorder ("back problems") and depression ("depression"). The patient was treated with surgery (patient undergone explantation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals, weight increased, menorrhagia, back disorder and depression outcome was unknown. The reporter provided no causality assessment for back disorder, depression, menorrhagia, pelvic pain and weight increased with essure. The reporter considered allergy to metals to be related to essure. Incident- no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080712) on 06-nov-2018. The most recent information was received on 27-nov-2018. This spontaneous case was reported by an other and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("I'm allergic to metal"), menorrhagia ("heavy periods"), back disorder ("back problems") and depression ("depression") and was found to have weight increased ("gain weight"). The patient was treated with surgery (patient undergone explantation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals, weight increased, menorrhagia, back disorder and depression outcome was unknown. The reporter provided no causality assessment for back disorder, depression, menorrhagia, pelvic pain and weight increased with essure. The reporter considered allergy to metals to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.